Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a report source regarding other patients with an implantable neurostimulator (ins). A patient turned the complaint into a regulatory body on the "sciatic nerve damage" that they had because the regulatory body reported "several other people" with the same complaint (the ins device causing sciatic nerve damage). No device issue was reported and no further patient complications have been reported as a result of this event.